Event description:
During unspecified surgery in (B) (6) 2009, the catheter was "nicked" and then at that time was "patched" by the physician. Two weeks after the surgery, the patient developed a 2cm by 3cm "mass" or "bubble" on their back from the medication leaking "subcutaneously". The patient was unsure if he wanted the catheter replaced or the device removed. The physician was decreasing the pump medication. The patient stated that he had a "numbness band" around his waist. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4). Catheter.